Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. The inspection shows that the dry mixing has maybe not been done. No non-conformity has been detected. A conclusive root cause of the event was determined to be handling error. (B)(4).

Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. No further information has been provided.